Event description:
Customer indicated they could not get the cusa working. When the sales representative arrived at the user facility, the customer had already opened several handpieces and had tried 3 of their cusa consoles. This particular hand piece was giving a water reservoir alert on the cusa console. The sales representative checked that it was put together correctly and it was. A different handpiece was tested to same cusa console and there was no alert. There was no patient injury. There was a 1 hour surgery delay reported. There was nothing visibly wrong with the handpiece. Additional information has been requested.

Manufacturer narrative:
Additional information received on (B)(6) 2017 with the following: it was believed that the issue occurred during set up of the device. Type of surgery was unknown. The customer thinks the torque base was used to assemble and disassemble the handpiece. A replacement product was available to be used. There was no patient adverse consequence as a result of the surgical delay.

Manufacturer narrative:
Investigation completed (B)(6) 2017. Method: device history review, rend analysis, failure analysis. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: may-2015. No service history available; this is the 1st time that the handpiece was returned. A minimum of 12 months¿ review of cusa excel handpieces part number (B)(4) was completed using the following key words ¿over-torqued by the user¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates (B)(6) 2016 to (B)(6) 2017. During the time period ¿(B)(6) to (B)(6)¿, the global product usage for cusa excel handpieces was calculated as (B)(6) usages, using the total quantity of cusa excel console tubing sales sold to calculate the quantity of usages. (B)(6) tubing set is used per operation/procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of (B)(4) x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as (B)(4) of procedures. Reported failure was confirmed; during investigation it was observed that the handpiece produced a cooling water alarm due to being over-torqued; damaged housing. As part of the repair, the following parts were replaced: handpiece housing and o-rings. Handpiece was calibrated and functionally tested within specifications prior to being returned to customer. Product was returned and the evaluation verified the complaint incident as valid. Root cause determined cause of the handpiece failure was due to handpiece being over-torqued. This fault/damage is consistent with none or incorrect utilization of the 'torque base'.